Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with leakage and safety shield failure. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8025673. Our records show the reported lot was manufactured on 01/28/2018 and it was determined that this is the second instance of both leakage and a needle shield failure occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers evaluated the sample, returned to us by your facility, and identified a small hole in the tubing of the device. Our engineering team also reviewed our manufacturing process for the saf-t-intima, but were unable to identify any potential cause for damage of this size and dimension. At this time our engineers speculate that the damage is related to use of the device, and the small hole is the result of a self-puncture by the cannula; the inclusion of the needle cover prevents the occurrence of this issue during the manufacturing process. Unfortunately, the safety mechanism was not returned with the rest of device making it impossible for our engineers to evaluate the component. The reported leakage by customer was confirmed after evaluating the sample. However, we cannot confirm or associate the reported defect to manufacturing process because, this leakage could be related to the use of the product. During the manufacture of this product firstly we perform the assembly of the cannula in the catheter and later placement needle cover to avoid damage in the cannula tip or injury. The cannula never has contact with the pvc extension tubing. The reported needle shield failure by customer was not confirmed due to, the safety mechanism was not received for evaluation. Currently, we have the adequate controls to detect both reported defects; however, manufacturing process where the material is built was inspected and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. No corrective action required at the failure. Process (B)(4) were reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, the root cause for both reported defect cannot be determined.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with leakage and safety shield failure. There was no report of injury or medical intervention.